Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was unknown at the time of incident and other blood glucose level was over 500 mg/dl. Customer treated with bolus. Customer stated they changed everything and then insulin pump say delivery suspended. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.